Manufacturer narrative:
Medical safety review of the event noted there is not enough evidence to exclude the impella cp pump 1 as an associated factor in the patient's outcome. Delay in needed support; may have add to an already complex situation with the patient. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in cardiogenic shock from acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and after placement, the physician attempted to start the pump on auto. However, there was an immediate motor current high alarm noted, and the pump failed to start. The impella cp device was removed and reinserted. The second attempt to start the pump met with the same motor current high alarm and the pump failed to start. The decision was made to place a new impella cp device which was successfully completed via the right femoral artery. However, during the percutaneous intervention to the 100% occluded right coronary artery, the patient coded. The team was unable to obtain return of spontaneous circulation, and the patient expired.